Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient was initially referred for a prophylactic battery replacement, as their battery life was 18-25%. Clinic notes were then received noting that the patient's device has migrated and the lead is under tension. It was also noted that the physician will try to resolve the tension in the neck during the replacement surgery. Information received from the physician's office that the cause of the migration and lead tension could be due to patient manipulation and trauma or either one. Also, due to tissue weakness and the weight of the generator. It was also noted that generally a non-absorbable suture is used during the placement of the device. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Surgeon reported that there was a mistake in his surgical notes and an absorbable suture was used to close the pocket and a non-absorbable suture was used for the generator. No other relevant information has been received to date.

Event description:
Surgical notes received noting that the generator was fixed with a 3-0 vicryl sutures, which is an absorbable suture. The patient also received a generator replacement due to prophylactic reasons. Product return would not be related s the migration was not related to the functionality or delivery to the vns. No other relevant information has been received to date.